Event description:
Recently a problem was identified with one of our century tubs. The chrome plated upper arms that attach to the center hydraulic post became loose. The chair slid closer towards the center post causing the locking latch not to work properly. Fortunately, this happened only once, and no one was injured; however if this happened at our facility, it could happen at other places and I feel that your company needs to address this potential problemdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.